Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 450 mg/dl and trace ketones. Prior to going to the ICU, the customer administered a manual insulin injection to address the bg level. In the ICU, the customer was treated with intravenous fluids of saline to address the elevated bg level. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. System check with technical support confirmed the pump was functioning as intended.